Manufacturer narrative:
This report is submitted on august 21, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection at the abutment site and subsequently underwent revision surgery on (B)(6) 2017 under local anesthetic to remove the abutment.